Event description:
The event is reported as: during a nephrectomy, the applier would not release the clip. This is the second incident. The surgeon had to use the needle and wire. No pt injury reported.

Manufacturer narrative:
The MFR has not received the sample for investigation at this time. The results of the investigation are not available at the time of this report. A follow-up investigation report will be sent when completed.